Event description:
Potential patient harm issue that involves a third-party biomedical engineering company mandate that work be done on infant warmers. This mandate states that if any screws are found loose on a panda unit, a drop of (B)(6) should be applied to each screw to ensure that it is secure. I am concerned that this action has not been brought to the attention of the manufacturer and the work mandate is vague and may not be in line with the manufacturer's recommendations. Biomed need to know, for instance, what type of (B)(6) is safe to use, what fasteners should be secured with (B)(6) (if any given the environment and materials). It is my understanding that (B)(6) makes over 100 different products and most are not compatible with plastics and some would secure the screw so well, it would twist and break off rather than come out again. This would make future repair very difficult.